Manufacturer narrative:
The device was rec'd for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
The micro oscillating saw was sent in for eval because, it was leaking oil. The event was discovered in sterile processing. There was no pt involvement; no adverse event was associated with the device.